Event description:
It was reported, the pt has been receiving stimulation in unintended areas. As a result, an add'l lead was implanted on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.